Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement open spine clamp shipped to site (B)(6)2015. Medtronic investigation of returned suspect open spine clamp finds that the threads of the adjustment screw are not stripped as reported, however, the travel of the screw is very tight at either end. The threads are not damaged and there are no visible obstructions to explain the tightness. As a result, the hex head of the screw is slightly rounded out allowing slippage of the mating tool. Otherwise, the clamp does not appear to be damaged. Mechanical failure - malfunction, will not tighten. - no further issues have been reported.

Event description:
A medtronic representative reported a site's open spine clamp that has a stripped screw. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
This issue will be trended and monitored in a medtronic hardware anomaly tracking database.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.